Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the power cord is twisted and failed electrical safety to high ground. Requesting nemo parts order replacement for a power cord. Per good faith effort (gfe) response, it was confirmed that the device was not in patient use, no patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A replacement power cord has been ordered. Per good faith effort (gfe) response, it was confirmed that the power cord was ordered and replaced to resolve the reported issue. The device successfully passed performance specification testing after the repair was completed. The defective part has been returned. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the power cord is twisted and failed electrical safety to high ground. Requesting parts order replacement for a power cord. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A replacement power cord has been ordered. The investigation is ongoing.